Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received indicates that the rv pace impedance measurement returned to normal values and the clinic plans to continue routine follow-up with this patient. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed and the pacing and sensing portion of this lead was removed from service and replaced. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited out-of-range pace impedance measurements. Boston scientific technical services (ts) was contacted for assistance and advised to interrogate the device with a programmer as the data was not available in the remote monitoring server yet. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received stating this system was still exhibiting pacing impedance measurements greater than 3000 ohms and intermittent capture at maximum device outputs. A lead fracture is suspected. A review of the stored data noted the presence of true arrhythmia and also some noise during anti-tachycardia pacing (atp). A revision procedure was scheduled; however, it is uncertain if it occurred and what action was taken. No adverse patient effects were reported.